Event description:
(B) (4). These three events were reported to vascutek at different times. These MDR reports have now been filed. The event occurred in the (B) (6) at (B) (6) hospital. The event is being reported due to intervention being required during the course of the implant procedure. There was no death or serious injury related to the use of the device. The patch was implanted on the (B) (6) 2008. The surgeon carried out an emergency right femoral reconstruction. The patient was on an anticoagulant drug plavix and was also suffering from alzheimer's disease. The surgeon reported problems achieving haemostasis. The patch was explanted and the patient's leg was amputated. The surgeon believed the amputation was not related to the patch leakage. The patient could not remember if he had taken/not taken or even taken more than his required dose of anticoagulant.

Manufacturer narrative:
Device evaluated by manufacturer. Device not returned. Results - device currently undergoing investigation, other tests are being identified. Conclusions: vascutek will respond the surgeon and provide details of our investigation in our final report. Add'l info:. Please be aware that this report is being made in conjunction with complaint (B) (4) manufacturing report no. 9612515-2009-00002 and complaint (B) (4) manufacturing report no. 9612515-2009-00003. These three events were reported to vascutek at different times, therefore three MDR reports have been filed. The patch had been thrown out. The manufacturing and qc records have been reviewed and there was nothing untoward. (B) (4). Vascutek had previously received two complaints on blood leakage concerning gelsoft patch batch no. 93321/4a from a hospital in the (B) (6) in december 2008 and from (B) (6). They are related to (B) (4) and (B) (4). On the 8th january, vascutek received reports of six (6) more leakage occurrences from (B) (6) (including this complaint). In summary vascutek received a total of eight (8) leakage reports, seven (7) from (B) (6) general reported by mr (B) (6) and one (1) from (B) (6) in (B) (6) (this complaint). We were subsequently informed that mr (B) (6) was only concerned with two (2) leakage reports and not seven (7) as initially reported. (B) (4). Due to the apparent increased frequency reported from the centre in (B) (6) and the one in (B) (6), vascutek decided to conduct an investigation and as a precaution retrieve all the affected batches from the field. This has now been completed and none of the affected devices are available fro implant. The reconciliation figures are given below. A large number of devices were never dispatched, but remained in stores. A review of the manufacturing and qc records did not show anything untoward. (B) (4). As stated previously, due to the apparent increased frequency reported from the centre in (B) (6) and the one in (B) (6), vascutek decided to conduct an investigation and as a precaution retrieve all the affected batches from the field. There were no events in the USA. There were no devices retrieved from the USA. There were no supply problems to the USA. A thorough investigation and testing program has been completed and vascutek have concluded that there is no systemic problem with this product. The manufacture and distribution of gelsoft patches has recommenced.